Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during testing the analyzer's unipolar ventricle impedance was out of specification, and it was further noted that the analyzer was out of specification on most functional tests. It was determined that the unit was not functional and not repairable and was to be scrapped and saved for failure analysis. (B)(4).

Event description:
The analyzer which was returned with no information subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.